Event description:
The patient reported that the keypad buttons were requiring several presses to respond. The patient reportedly wore the pump in an undergarment and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responsive and required multiple button presses in order to elicit a response. The keypad buttons were found not to click back or spring back normally. The bolus button was also found not to respond to button presses. The bolus button cover was removed and the internal plug was found to be misaligned. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.